Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying an error message. The patient was unable to clarify which error message the meter was displaying other than it was showing a message that blood was not applied correctly. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that the error message first appeared on (B)(6) 2014 at 12pm. The patient confirmed she was unable to test her blood glucose for approximately 2 ½ hours due to the error message appearing. The patient informed the mss that she tests her blood glucose a minimum of 4x/day and is on insulin pump therapy. The patient stated that as a result of not being able to test her blood glucose she only took a correction bolus based on her carbohydrate intake. The patient reported developing symptom of ¿dry mouth¿ approximately 1 hour after the issue started. The patient informed the mss that when she called lfs customer service back to troubleshoot the meter error message, she was finally able to test successfully with the subject meter and obtained a result of ¿285 mg/dl¿. The patient stated she administered a correction bolus in response to symptom and elevated result. At the time of troubleshooting, the alleged error message was not reproduced. Replacement products were sent to the patient. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia after the alleged error message began to appear.

Manufacturer narrative:
Follow-up # 1 ¿ (06/17/2014) the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 5 was observed with no assignable cause found. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.